Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked belt clip slot.

Event description:
Customer's father reported via phone call damage on the insulin pump. Customer's blood glucose level was 104 mg/dl. Troubleshooting for damage was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.